Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a pharmacist and by a nurse from (B)(4) of aseptic peritonitis in a (B)(6) old female patient coincident with extraneal viaflex, physioneal, unspecified product and nutrineal pd4 unknown bag therapies. On an unreported date, the patient began treatment extraneal viaflex (dose not reported, nightly, lot number not reported), physioneal, unspecified product and nutrineal pd4 unknown bag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, extraneal viaflex and nutrineal pd4 unknown bag were delivered to the patient. On (B)(6) 2011, the patient experienced abdominal pain. The reporter's stated that the patient drained one bag of extraneal viaflex and experienced cloudy effluent. On (B)(6) 2011, the patient experienced aseptic peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized. On an unreported date, nutrineal pd4 unknown bag therapy was discontinued. On an unreported date, the patient began remedial therapy with ciflox (dose and frequency not reported, orally) and fortum (1gm, frequency not reported, ip) described as "in every pd bag used by the patient during hospitalization and after discharge in the extraneal viaflex bag used for the long exchange during the night". On an unreported date, the patient recovered from the event of aseptic peritonitis. On (B)(6) 2011, the patient was discharged from the hospital and remedial therapy with ciflox was ongoing. At the time of this report, extraneal viaflex and physioneal, unspecified product therapies were ongoing. The reporter's considered the event of aseptic peritonitis to be possibly related to extraneal viaflex, physioneal, unspecified product and nutrineal pd4 unknown bag therapies.